Manufacturer narrative:
The device was reported to have been discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during advancement of the echelon, there was difficulty seeing the distal tip marker. A new device was used to complete the procedure. No patient injury occurred. The catheter tip was not shaped by the user. There was no visible damage to the device. The device was prepared and used per the instructions for use (IFU). A new echelon 10 was used to treat the patient.